Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977c265, serial # (B)(4), implanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient could only feel stimulation on her left side and not her right. It was noted that the patient felt stimulation on the left side from the beginning. The patient was on group b program 2 and was instructed on how to change programs, groups, and increase stimulation. She tried increasing stimulation on program 1 and 2 on group b but still only felt stimulation on the left side. She switched to group a and increased the stimulation on program 1 but it did not resolve the issue. The patient was to contact her healthcare professional. Additional information received from the consumer reported that her left side had been over stimulating her and her right side was not working. The patient stated she couldn¿t walk across her driveway without being in pain and that it had never worked, but the trial did. Further information received from the manufacturer representative reported that as far as they knew it was working but just not getting enough on the right side. The representative talked to the patient and she was happy now. It was noted the implant lead was one level lower than the trial and too far to the left so that most of the lead only stimulates her left side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.